Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. A 3.50mm x 16mm veriflex¿ stent was selected. When the device was removed from the package, it was noticed that the stent tines were splayed. The device was not prepped and was not used in the patient. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. A 3.50mm x 16mm veriflex¿ stent was selected. When the device was removed from the package, it was noticed that the stent tines were splayed. The device was not prepped and was not used in the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a veriflex sds with stent. There was contrast in the inflation lumen and balloon. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Device analysis determined the damage of the returned device was consistent with the complaint incident. Microscopic examination revealed that the proximal and distal ends of the stent were damaged. There were numerous struts that were flared and bent. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).